Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. Although the site noted a photograph of the instrument based on the follow up information, no image or procedure video was provided for review. A review of the instrument log was performed. The instrument was last used on (B)(6) 2022 on system sk0241. The instrument had three uses remaining after last use. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510k and adverse event are not applicable.

Event description:
It was reported that after a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument was inspected and charring was identified. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: "the instrument was inspected prior to use. There was no damage or anything out of the ordinary, the canula was visually inspected prior to use but the pin gauge was not used to inspect the cannula. No arcing was observed. The bipolar cord was connected to a bipolar instrument. Erbe vio dv systemgenerator is the type of generator used, the settings used on the generator/esu were cut: __5___, coag: __5____. The instrument tips did not collide with any other instrument or tool during procedure, the instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were contaminated by carbonized and non carbonized tissue prior to activating the instrument and in the frame of the operation. The instrument was not removed at any time prior to arcing. There was no visible arcing. There was no patient harm. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing since there was no arcing. Pictures of the defective instrument are available in the attached email. The patient was (B)(6) and no further information is available for confidentiality reasons." Additional follow up will be conducted for further clarification and to inquire the availability of the instrument photograph mentioned in the received response.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage on the yaw pulley. No damage was found to the conductor wire and the instrument passed an electrical continuity test. The root cause is attributed to mishandling/misuse.

Manufacturer narrative:
A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: there is thermal damage on the bipolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.